Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, earlier post-implant films were available for review and comparison, and CT¿s were not available for a complete assessment of the patient¿s anatomy. Review of two (2) still angiograms during an intervention revealed that the talent bifurcate was positioned ~10mm below the renal arteries within the angulated proximal neck, and angio injection from above the bare springs showed contrast within the proximal sac from a likely proximal type I endoleak. Another returned image showed that an endurant aortic cuff had been implanted ~10mm above the level of the bifurcate; just below the renal arteries. Contrast injection showed likely resolution of the previously seen type ia endoleak. It appears most likely that the proximal type ia endoleak was caused by disease progression (neck dilatation) as indicated by resolution of the endoleak after implanting a 36mm cuff into the 28mm bifurcate. Stent graft migration may have also occurred, but could not be confirmed as the implanted location of the bifurcate is unknown. Infrarenal neck angulation may have also contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported approximately 8 years post the index procedure that the patient had a type ia endoleak. Intervention was completed with the implantation of an additional medtronic stent graft and the endoleak was confirmed as resolved. Per the physician, the cause of the event was the expansion of the patient¿s aorta. No additional clinical sequelae were reported and the patient is fine.